Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) over 500mg/dl with nausea associated with an occlusion issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. An occlusion alarm reportedly occurred during a bolus delivery and the patient did not receive all of the programmed bolus due to the alarm. Reportedly, following the alarm, the patient delivered more bolus than what was required to make up the missed bolus amount. There is no indication or allegation that the additional bolus delivery resulted in a bg excursion. The patient reportedly had not changed the site to resolve the occlusion issue. Troubleshooting indicated that the patient was using infusion sets per instructions for use but was not using the cartridges per instructions for use. The issue reportedly only occurred with one set of supplies. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge which resulted in an occlusion alarm.